Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.

Manufacturer narrative:
Correction to the initial MDR: the reported implantable pulse generator (ipg) was still implanted and remains in service. Therefore, this should not have been reported.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.